Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump declared an "alarm 23" but customer declined troubleshooting the issue with tandem technical support. In addition, it was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms and reverted to manual insulin injections. Customer's blood glucose was 160 mg/dl.